Event description:
Related manufacturer reference number: 2017865-2024-01210, 2017865-2024-01211 it was reported that the patient experiencing chest pain presented with a pacemaker that exhibited migration, in addition to atrial and right ventricular leads that exhibited slack issue. No changes or intervention was reported. The patient condition was unknown.